Manufacturer narrative:
After the evaluation was noticed that the item received is different from the item reported and does not have a 510k. Therefore, the item was corrected on the complaint file and the lot number was not considered. The item was not changed on the MDR, because the system will not allow it, only this information was inserted. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
1000369200 - the dentist reported that, 8 months after the dental implant was installed in intraoral region #4, its loss of osseointegration was observed. The patient presented bone type iii.

Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send. The reported lot number by the dentist was not verified by the system, so it was not considered.

Event description:
(B)(4). The dentist reported that, 8 months after the dental implant was installed in intraoral region #4, its loss of osseointegration was observed. The patient presented bone type iii.